Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the device alarmed, the screen went dark, and a burn odor was detected. The patient was switched to a different device. Patient information has been requested.

Manufacturer narrative:
The motor controller board and 2 power management boards ( s/n- (B)(4) and v680 s/n- (B)(4)) were returned to the manufacturer for failure investigation. Visual inspection of the motor controller (mc) pcba revealed evidence of u33 burnt damage and q43 burnt mark and traces lifted. Visual inspection of both power management boards revealed no evidence of damage or contamination. U33 on the mc pcba had failed with a short causing q43 and u19 which caused the shorted 12v supply line in the ventilator. The shorted 12v line causes l2, q22, and q101 on the pm pcba ss15120aj. The shorted q6 and q5 causes u1 internal short. The pm pcba (B)(4) was use to troubleshoot installed in the ventilator and mc pcba u33 causing l2 to short. The burnt damage u33 on the on the mc pcba created the burning smell. The shorted l2 on the power management pcba prevented the ventilator from powering on.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting this information is only provided when there is patient harm. The date of the event was (B)(6) 2016. The manufacturer's field service engineer (fse) confirmed the reported issue. Review of the device diagnostic history indicated a machine and proximal pressure sensor reference failure and a machine pressure sensor range error on the date of the reported issue. During subsequent device troubleshooting, multiple reference failures occurred in the device diagnostic history. The manufacturer's fse replaced the power management board and the motor controller board to address the reported issue. The device successfully passed performance specification testing.